Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a definitive root cause could not be determined, it is likely due to the use of a high-frequency treatment device without leaving a sufficient distance from the tip. The event can be detected/prevented by handling device in accordance with the following IFU: 3.3 inspection of the endoscope. 3.8 inspection of the endoscopic system. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt tip cover. There was no patient involvement.